Event description:
Reportedly, a reset occurred on 12 august, the medical team is looking for the reason of the reset.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a reset occurred on 12 august, the medical team is looking for the reason of the reset.

Manufacturer narrative:
The analysis of provided data confirmed that a reset occurred on 12 august 2025 at 21:43 this reset is due to a power on reset (por - i.e. An abrupt decrease of the battery voltage). This event is not corelated to a charge or a shock, or lead impedance or continuity measurements. The battery voltage was measured at 2.785v on 12 august 2025, and at 2.71v on 03 december 2025. The root cause of this reset could not be determined. Due to the battery voltage value, the device explantation should be considered.